Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented via merlin.net transmission non-sustained episodes was observed. The device was sensing signal intermittently which was not visible on the egm. No other anomalies were reported. Possibility of noise or myopotential oversensing was suspected. Patient was suggested to be seen in clinic but has not been seen in clinic yet. Patient is stable.